Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, triggering a lead safety switch and subsequent unipolar pacing. Isometric tests were performed, and no noise was seen on the rv lead. Technical services provided troubleshooting exhaustive recommendations. No adverse patient effects were reported. This lead remains in service.